Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue/layer was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? When did the skin necrosis occur? Number of days post-op? Why does the surgeon believe the stratafix symmetric caused or contributed to the post-op skin necrosis? Did the wound dehis? If yes, what layer dehisced? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Are there any photos available? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a panniculectomy procedure on an unknown date and a barbed suture was used. Post-op, the patient experienced skin necrosis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, a4, b7. Additional h6 health effect codes. Corrected: e1 surgeon's name. Additional b5 narrative: patient underwent concurrent hernia repair w/ stratafix and mesh. Additional information was requested, and the following was obtained: skin necrosis (B)(6). 1. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: a. Age: 71. B. Gender: female. C. Weight: 66.7kg. D. Bmi: 26. 2. The diagnosis and indication for the index surgical procedure? A. Excessive panniculus. 3. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? A. Open. 4. On what tissue/layer was the suture used? A. Fascia. 5. What was the tissue condition (normal, thin, calcified, fragile, diseased)? A. Fragile. 6. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? A. Yes. 7. Were two reverse stitches performed across the incision prior to closure? A. Yes. 8. When did skin necrosis occur? Number of days post-op? A. Yes ¿ debridement wound in office. 9. Why does the surgeon believe the stratafix symmetric caused or contributed to the post-op skin necrosis? A. Surgeon does not know if stratafix causes complications. 10. Did the wound dehis? If yes, what layer dehisced? A. Skin died and wound did dehisce. 11. Please describe any medical/surgical intervention required for this suture event including dates and results. A. Wound debridement in office. 12. Please describe the appearance of the suture during the second procedure. A. Could not see it. 13. Did the operating surgeon observe any suture deficiency or anomaly before, during, after? A. No. 14. The suture placement or during any re-operation? A. N/a. 15. Other relevant patient history/concomitant medications? A. Post bypass, diabetes, depression, afib, concurrent hernia repair w/ stratafix and mesh. 16. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A. N/a. 17. What is the patient's current status? A. Patient has recovered. 18. Lot number? A. 19. Are there any photos available? A. No.